Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Engineering eval of the explanted device found that overall the data and images collected are consistent with a short term implanted total disc replacement. Microscopic evidence of wear was found on the articulating surfaces of the superior and inferior components. The primary wear mechanism was microabrasion. There was no evidence of other modes of damage (e.g. Plastic deformation, burnishing, pitting, delamination, etc.) Or impingement. Re-inspection of the inferior and superior components by the mfg facility confirmed that all critical features were mfg within specifications. Per the surgeon, the pt was extremely small in stature and not a good candidate for either the artificial cervical disc or a cervical plate. We are unable to determine the definitive cause of the reported event at this time.

Event description:
It was reported that the pt underwent single-level cervical disc arthroplasty at c5-6 using an artificial cervical disc. Post-op, the pt reportedly experienced dysphagia with forward flexion, and also displayed symptoms of recurrent herniation which were not related to implant. A revision surgery was performed at the pt's request approximately 3.5 months post-op to explant the artificial cervical disc, and replace with iliac crest autograft. The pt's symptoms have reportedly resolved post-implantation.